Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the keypad was found to be peeling at the down arrow button. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.